Event description:
The pt's wife contacted lfs on his behalf alleging that his one touch ultra meter was set to the wrong unit of measurement. The meter was set to mmol/l, instead of mg/dl. Due to the results appearing in the mmol/l setting, the pt visited his physician's office. No treatment was received. The pt neither alleged harm nor experienced injury or medical intervention. The customer service rep confirmed that the meter was previously set to the correct unit of measurement and the patient had not recently changed the unit of measurement in the meter settings. Based on the spontaneous change in the unit of measurement, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. Patients' meter and test strips were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.